Manufacturer narrative:
(B)(4). Labeling indicates: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g. Redness, swelling, bruising, itching, scarring or skin discoloration).

Event description:
It was reported that a skin reaction occurred. The sensor was inserted into the arm, which is off label usage of the device on (B)(6) 2021. On (B)(6) 2021, the patient developed inflammation and drainage that extended beyond the patch perimeter and a swollen arm. The patient was evaluated by a physician was diagnosed with cellulitis and treated with an unspecified oral antibiotic for seven days. At the time of report, the patient was in stable condition. No additional patient or event information is available.